Manufacturer narrative:
Plant investigation: the review of the complaints revealed that the reported failure type represents an unknown event. A review of the device history review (DHR) is found to not be necessary due to the fact that the failure/complaint can be clearly attributed to the failure mode design. Based on all performed investigations/evaluations the described behavior could be reproduced. In the course of the failure reproduction in laboratory the problem could be reproduced, and a software error could be detected. The described problem is considered within the scope of the product improvement. No hardware component is associated with this complaint therefore, no hardware/sample investigation was performed. There are no indications on the basis of received complaint information and all investigations that the product deficiency is related to falsification or an unauthorized configuration. Based on all performed investigations/evaluations the described behavior could be reproduced. In the course of the failure reproduction in laboratory the problem could be reproduced, and a software error could be detected. The described problem is considered within the scope of the product improvement.

Event description:
It was reported that the multifiltrate pro machine functionality was affected, and it was not possible to bypass the end of care mode during a patient¿s continuous veno venous hemodialysis (cvvhd) treatment and the machine stopped working. Date showed 06/06/2023, however event occurred on (B)(6), 2023. Time after treatment started is unknown due to added time is not correct. The machine was shut off using the power button on the front. The patient experienced approximately 50 ml of blood loss due to no option to return the blood back to the patient. The patient started treatment again on another multifiltrate pro machine. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The machine is not fully operational at this time. The complaint device was reported to not be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that the multifiltrate pro machine functionality was affected, and it was not possible to bypass the end of care mode during a patient¿s continuous veno venous hemodialysis (cvvhd) treatment and the machine stopped working. Date showed 06/06/2023, however event occurred on (B)(6) 2023. Time after treatment started is unknown due to added time is not correct. The machine was shut off using the power button on the front. The patient experienced approximately 50 ml of blood loss due to no option to return the blood back to the patient. The patient started treatment again on another multifiltrate pro machine. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The machine is not fully operational at this time. The complaint device was reported to not be available to be returned to the manufacturer for evaluation.